Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "front panel blinks when power is turned on" was presumed to have been due to a malfunction of the mesh turret and filter turret. The suggested phenomenon of "inlet fuse box burnt out" could not be further specified, and a root cause could not be presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light source exhibited the inlet fuse box being burnt out. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the inlet fuse box was burnt out, the front panel blinks when turned on and powered up from mesh and filter turret malfunctions, the light guide connection is rattling due to wear, the normal light filter surface coating is worn off, the chassis is corroded, the top cover is corroded and the xenon light lamp intensity is reduced due to wear. Should additional relevant information become available, a supplemental report will be submitted.